Event description:
The customer called to report a motor error alarm. The customer also stated, she exposed the insulin pump to an MRI scan. Troubleshooting was performed and the insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.